Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. The electronic device-use logs were also provided. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non -reportable condition. It was reported that the device did not work. The reported issue was confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition not related to the reported condition: there was corrupt secure digital (sd) card. The data saved to the handle could not be accessed due to the presence of a corrupt sd (secure digital) card. This would prevent the handle from being able to complete initialization for use. The most likely cause for the additional condition is traced to software coding. Internal process improvements have been initiated to mitigate this issue. The evaluation detected another unreported condition of fpga reset failure that has no relationship to the reported condition. Analysis of system logs shows multiple evidence of field programmable gate array (fpga) reset/reprogram failures. When the fpga is unable to reset/reprogram, motor control is lost making the motor movements not possible. This condition results in the error message observed by the end user. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the device malfunctioned while on the charger. It was reported that the powered stapler was not turning on when disconnected from the base. There was no patient involved. Medtronic's initial evaluation of the incident device found that the mcp live script showed evidence of field programmable gate array (fpga) reset/reprogram failures.